Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that device failed safety valve test during pre-use check. Identification of issue has been done by analyzing problem description and service report. There was no patient involvement. According to the information provided by the technician, the air gas module was found defective and needs to be replaced. The air gas module regulates the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The root cause to the reported issue has not been determined. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).